Event description:
Operating room needed to open ace harmonic pistol grip three times before getting one to work. Sending back defective units to risk management. No harm to patient occurred but did add additional surgical time. Total number of devices sent to rm was 2. One was from sterilmed and was a reprocessed device for single use. The other device appeared to come straight from ethicon endo-surgery, llc which is apparently stationed in puerto rico, USA.